Manufacturer narrative:
MFR reference # (B)(4). Refer to MDR #2032546-2017-00088 for the first istent used during the case.

Event description:
Clinical follow-up was requested and on 03/16/2018. The surgeon reported the following additional details. During the first stent implantation attempt there was a lot of intraoperative bleeding. The size of the cyclodialysis cleft was 1 clock hour and is being monitored. The patient's current status was described as "epiretinal membrane (erm) with secondary cystoid macular edema (cme)". The adverse event was reported to have resolved.

Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Cyclodialysis cleft is identified in the labeling as a known inherent risk of glaucoma stent surgery. The instructions for use (IFU) adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, no quality product deficiency was identified. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4). Refer to MDR #2032546-2017-00088 for the first istent used during the case.

Event description:
The surgeon reported that several attempts to implant the first stent were made, but they were unsuccessful. The stent was removed and lost outside the eye. An attempt to implant a second stent was made, but the surgeon was unable to do so due to a small cleft that had been created. It is unknown which device was in use when the cleft was created. This report is for the second stent. Additional information has been requested.

Manufacturer narrative:
A complaint history record was completed for lot 110805 and there were no similar complaints found to be related to the reported event. (B)(4)

Event description:
It was clarified on 01/11/2018 that this was the surgeon's first trabecular micro-bypass stent case. Clinical follow-up was requested from the surgeon on multiple occasions; however, a response was not received.